Manufacturer narrative:
The reported event was addressed with phone support. The site was advised to reseat the instrument arm drape. No site visit was conducted. The system was working properly and no additional action was required.

Event description:
It was reported that during a da vinci-assisted surgical procedure, non-intuitive motion occurred on universal surgical manipulator (usm) 2. The technical support engineer (tse) confirmed the error in the system logs. The drape and instrument had been reseated; however, the issue persisted. Additional guidance was given to reseat the drape, and it was documented that this would be completed with follow-up planned during a subsequent procedure. The procedure was continuing with no reported injury.